Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that the anchor was inserted but the suture pulled through the anchor and the anchor was broken. The anchor was left in the patient. A backup device was available to complete the procedure following a short delay. No patient impact was reported.